Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported device shuts down when handled, which was reproduced during evaluation. A review of the event history log identified improper shut down messages. The cause was determined during a visual inspection to be stuck battery contact pins. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was programmed and when picked up and handled the device would turn off. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.